Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving hydromorphone (4 mg/ml) at 3.1977 mg/day, clonidine (0.3 mg/ml) at "0.23983," and bupivacaine (28.1 mg/ml) at 22.464 mg/day via an implantable pump in simple continuous infusion (sci); patient assisted (pa) doses were enabled. The lot number and dates of therapy of the medications in the pump were not reported. Indications for use included non-malignant pain. Concomitant medications and patient history were not reported. On an unknown date in (B)(6) of 2015, the patient experienced a sudden increase in pain, which got progressively worse. As of (B)(6) 2015, the patient was in the hospital due to the sudden increased in pain, which got progressively worse. The patient had renal cancer. There was no allegation made against the implanted system. The hcp called for assistance related to reprogramming the sci and pa dose. Troubleshooting included a dosing review, and the patient's dose was subsequently increased to hydromorphone (4 mg/ml) at 5.9958 mg/day, clonidine (0.3 mg/ml) at 0 .44968 mg/day, and bupivacaine (28.1 mg/ml) at 42 mg/day; the patient therapy manager (ptm) dose was disabled, as the patient was on an intravenous (IV) patient controlled analgesia (pca). The hcp was instructed to follow up with the patient's managing hcp. Additional information regarding any troubleshooting related to the patient's increase in pain, the cause of the increase in pain, and resolution of the increase in pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Upon further review, the patient's symptoms of a sudden increase in pain, which got progressively worse, has been assessed as being related to the patient's history of renal cancer and is suggestive of disease progression and a worsening of the patient's underlying medical condition. (B)(4).